Event description:
The customer reported that a keypad on a pump was not functioning correctly.

Manufacturer narrative:
(B)(4). The sigma device eval found that when any key (other than on/off, #5, #7, #8, and #9) is selected, the #6 will be entered. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.